Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08828 / 08829).

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2014. Subsequently, patient alleges experiencing discoloration and pain caused by a possible nickel allergy. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.